Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 485 mg/dl and was treated with bolus. The customer reported that there was a crack on the casing around the battery area. The customer declined troubleshooting for high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with cracked battery tube threads and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).